Manufacturer narrative:
Film evaluation summary; the exact cause of the reported proximal type I and distal type I endoleaks could not be determined from the returned pre-implant drawing. Post-implant films were not returned, and the location of the implanted devices and assessment of the reported endoleak event and current patient anatomy could not be performed. The pre-implant drawing revealed that the patient¿s thoracic was severely tortuous. There was an acute angulation of ~105deg observed at the aortic arch, and another acute ¿s-shaped¿ angulation of ~135deg along the descending thoracic. The proximal neck diameter ranged from 34 ¿ 28mm along a 21mm length between the lcca and the lsa, which also included areas of calcification. It is possible that implanting within the severely tortuous thoracic, which included areas of calcification at the proximal seal, may have contributed to the type ia and type ib endoleaks. A poor proximal/distal seal may have also been caused by insufficient seal length and/or lack of stent graft radial apposition. The cause of the positioning difficulties encountered during the intervention to treat the endoleak may have also been related to the calcified and tortuous anatomy. The delivery system was discarded; however, two (2) photographs showing the proximal tip of the delivery system were returned which appear to show evidence of tip gouging which would be consistent with passing the d-s through a small caliber and highly calcified vessel.. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a 52mm diameter thoracic aortic aneurysm. It was noted that the descending aorta had severe tortuosity. It was reported that an18 month follow up CT scan identified a type ia and ib endoleak. Per the physician, the cause of the event cannot be determined. It was reported that intervention was carried out to treat the event a month later. An additional valiant stent graft was implanted. It was reported that during the procedure, the stent graft could not pass the access route and could not track through the severe tortuosity. It was stated that once the device was removed that the top of the tapering tip was reversing. The treatment was successfully completed using a non medtronic device. Per the physician, the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.